Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was not working. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.